Event description:
Healthcare professional (hcp) reports two incidents of a pt reaction with the psn 210 dialyzer. Per hcp, the first incident occurred approximately one year ago on an unk date. At the start of treatment, the pt complained of vomiting and intense itching. It was reported that the pt's blood had not yet circulated back to the pt and normal saline was in the venous blood line at the time of the incident. Treatment was stopped and blood returned to the pt with no reported blood loss. It was returned that the symptoms resolved immediately after stopping treatment. Treatment was continued with a ca-hp 210 dialyzer without further incident. No medical intervention was reported per hcp. The second incident occurred on an unk date and it was reported that the pt experienced itching. No further incident detail was retained by the hcp for the second incident.